Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 3006705815-2019-01414. Related manufacturer reference number: 1627487-2019-04648. It was reported the patient's system was explanted. No additional information available at this time.

Event description:
Related manufacturer reference number: 1627487-2019-01414.related manufacturer reference number: 1627487-2019-04648.